Event description:
It was reported that during a s/l ligament reconstruction surgery the screwdriver broken off in the screw. The surgery was finished successfully with a different device (fiber tape). The surgical procedure had to be changed to an open technique on both sides and a knotted fibertape. It was not necessary to do a second surgery. ***update avoe 14-dec-2023 it was confirmed that the drill-bit from the kit ar-1530ds was used to prepare the bone. The bone quality was pretty good and thus wasn't a problem. The instrument broke while drilling the teno-screw in, but the broken metal part never touched the patient.

Manufacturer narrative:
The complaint allegation was confirmed. Evaluation of the customer picture attached to the complaint of an ar-1530bc biocomposite-tenodesis screw with handled inserter 3 x 8 mm. It is concluded that the tip detached/broke from the shaft driver at the weld. A more in-depth evaluation of the device history record found that 22 aql samples were tested and passed the torque requirement for a minimum of 1.8 in-lbf of torque for the driver tip specified on drawing c8796 at revision 6. Based on the information collected from the facility, the bone quality was good. The most likely cause for the reported failure can be attributed to, misaligned insertion, prying/leveraging the device during insertion.